Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Product and data logs were not returned. As per clinical, placement signal was lost with placement signal not reliable alarm for cp pump during shockwave use. The cause of the optical signal issue was most likely a damaged sensor due to shockwave interaction. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the patient was on impella cp support and there were placement signal issues. When the shockwave was used, the placement signal went out, and monitoring disabled was showing. The motor current was still pulsatile, and flows were 3.4-3.6. Support continued. The pump was eventually weaned and explanted. No patient harm has been reported.